Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. During investigation into an unrelated reported problem, a reportable malfunction was found. The power supply was defective. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
During investigation into an unrelated reported problem, a reportable device malfunction was found. Charger sn (B)(4) had a defective power supply.